Event description:
The lay user/pt contacted lifescan (lfs) alleging that her one touch ultra meter was showing the "apply sample" symbol and would not allow her to test her blood glucose. The medical affairs specialist (mas) spoke with the pt in 2005 to obtain/verify info. For the past month and a half, the pt stated that she has been unable to consistently get blood glucose results on her one touch ultra due to the meter occasionally just showing the "apply sample" symbol even with a blood sample applied properly to the test strips. The pt indicated that when her one touch ultra would just show the "apply sample" symbol and not give her a reading she would just use her relative's "freestyle" meter. Sometime in 2005, she experienced the following symptoms: nausea, vomiting, shakiness, and "wanting to pass out" for a period of 2-3 days. In one instance, she tried testing herself using her one touch ultra and was not able to get a reading. The pt tested herself on her relative's "freestyle" meter and got a reading in the "low 40's." She did not treat herself in any way due to the symptoms other than calling her dr. She is on sliding-scale insulin but did not self-administer a dosage to herself while she had the symptoms. She was not hospitalized. The dr only advised her to carefully monitor her diet and make sure that she does not eat any candy or foods high in sugar. The customer care advocate verified that she was using blood samples from her fingers and was applying enough blood to the test strips. The pt has been using the meter for several years. The meter, test strips, and control solution were replaced. This complaint is being reported as a result of the pt intermittently getting the "apply sample" symbol on her meter and not being able to get a blood glucose result. In addition, this complaint is being reported due to the pt developing diabetic symptoms and having her diet modified by her dr.